Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ syringe luer-lok¿ was found with in volumetric inaccuracy as ¿the syringes have very little markings on them. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo depicting 3ml syringes received at bd (B)(4), confirmed to be from batch number 7268772 (p/n 309658). The photo was evaluated. The syringes were found to have missing print, ink smears and ink rings. The print is inconsistent on the syringes. The print observed is considered rejectable per product specification. Based on the evaluation performed the defect is confirmed. DHR review for batch 7268772 (p/n 309658): manufacturing dates: 10/13/2017 to 10/15/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Printer issues were recorded during the manufactured of this batch that involved the timing system and ink manifold system and resulted in various scale marking issues on the barrels. Adjustments to the printer were made and product was requalified per applicable aql before production resumed. Batch 7268772 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: potential root cause: ink manifold system malfunction. An instance of ink manifold malfunction was recorded during the manufacture of this batch. It is possible during requalification activities a limited number of barrels escaped detection.